Manufacturer narrative:
Medical device lot #: two lot #s reported for this complaint: 5205711 and 5068772. Medical device expiration date: two expiration dates for each lot #: 5205711- 07/31/2017 and 5068772- 02/28/2017. Device manufacture date: two manufacture dates for each lot #: 5205711- 07/24/2015 and 5068772- 03/09/2015. Results: batch 5205711 (B)(4) customer samples were received with the packages having previously been opened. (B)(4) samples were found with the tubing severed. Batch 5068772 (B)(4) customer samples were received with the packages having previously been opened. Both samples were found with the IV needle retracted. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5205711 and during the manufacture of the reported lot # 5068772. CAPA (B)(4) has been initiated for this issue conclusion: confirmed based upon returned samples. Root cause- multivac knives are cutting into the blister packages and product during the sealing process. Bd was able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that the 21 g x .75 in. Bd vacutainer® push button set with 12 in. Tubing and pre-attached holder were delivered with tubing of the wingsets cut and some activated. There was no serious injury or medical intervention reported.